Manufacturer narrative:
Citation: severine philibert, lucian muresan, rim hentati, emmanuelle gain, gabriel laurent. Ablation of focal myocardial vt from the left ventricular outflow tract after transcatheter aortic valve replacement. Jacc: clinical electrophysiology, volume 8, issue 4, 2022, pages 554-556 doi.org/10.1016/j.jacep.2021.11.007. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an 89-year-old male patient with a previously placed implantable cardioverter defibrillator (ICD) as prevention for ischemic cardiomyopathy. Two weeks after the implant of a medtronic corevalve transcatheter aortic valve, paroxysmal monomorphic ventricular tachycardia occurred. An electrophysiological study and radiofrequency cardiac ablation were performed. Holter monitoring was continued for three months during which no further incidences of ventricular tachycardia occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that the vt episode was related to the recent implant of the medtronic 29-mm evolut r valve, and the patient's weight was 75 kg.